Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient presented to the clinic with a tear in the patient cable and a small amount of green liquid present. Wires were visible with tear. No alarms noted on the historical view log files. Log files were submitted for review. The system controller was exchanged in clinic; the patient had tolerated the exchange well. There were no unusual events recorded in the log file event history. The damaged controller lead did not interfere with mechanical circulatory support (mcs) equipment operation. The mcs equipment was operating as intended.

Manufacturer narrative:
D9: device return to manufacturer, updated. Manufacturer's investigation conclusion: the reported events of a tear in outer jacket the system controller¿s white power cable and a green fluid substance coming from the tear were confirmed via analysis of the returned controller. Visual inspection of the returned system controller (serial number: (B)(6)) revealed a tear in the outer jacket of the white power cable, exposing the underlying protective layers and wires. Inspection of the damage area also revealed that a green fluid substance consistent with fluid ingress was coming from the damaged area. Despite the damage to the cable, the returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced, including when the power cables were manipulated by hand. Log files were submitted and downloaded for review and data from the reported event date of 28aug2024 was reviewed. The data in the log files did not indicate any issues with the system controller. No atypical alarms were observed in the log files. The pump maintained a speed within the lsl without issue while the driveline was connected. The root cause of the reported event could not be conclusively determined through this analysis. Incidental findings: the strain relief on the connector side of both the white and black power cables were observed to be broken (reference incidental findings photos: figure 1). Kinks were also observed on both the white and black power cables. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 02aug2022. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook section 4 ¿ ¿living with the heartmate 3¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.